Manufacturer narrative:
Corrected data: - device code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the scs ipg was no longer functional. The replacement procedure was reportedly completed without any complications and the issue addressed.